Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with stent strut rows one and two from proximal lifted and pulled distally. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-jun-2019. It was reported that crossing difficulties were encountered. The 94% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. Following pre-dilatation with a 3.0 x 20mm non-bsc balloon catheter, a 3.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion even after several attempts. Pre-dilatation was performed again with another 3.0 x 20mm non-bsc balloon catheter. The procedure was then completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.